Event description:
Follow up information received from the patient reported that they met with their managing physician to help "figure my stuff out" and since then everything worked good. The patient noted that somehow their ins battery got turned off and they did not know about it. They learned how to "figure out" when to charge and when the system was not charging. The patient noted that everything has been working "very good now". If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Date of event was reported as started a few weeks ago ((B)(6) 2016).

Event description:
Information received from patient reported that they had difficulty get recharging coupling boxes and would lose them. They were not getting a connection to their implantable neurostimulator (ins) using with the programmer or recharger. Recharging best practices were reviewed with the patient and got poor coupling and the reposition antenna screen. The patient was walked through the use of the antenna locate (al) feature and was able to get 77 for the highest number but when attempting to charge the ins only got the reposition antenna screen. The last time the patient successfully charged the ins a week or so ago. The patient thought the ins had moved in their back. They noted that this started a few weeks ago, comes and goes, and sometimes swells up (bigger other times smaller). The patient did feel the stimulation. The indications for use for the implanted device were noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.